Event description:
The report received from the database indicated that the patient was included in the registry and was reported to have three-vessel coronary disease and an ejection fraction of greater than 50%. Three (3) lesions were treated with a total of six (6) cypher select plus stents during the elective index procedure. During the index procedure while implanting a cypher select plus 3.0 x 13 mm stent, a complication occurred that was reported to be occlusion of a septal branch resulting in a non-q-wave myocardial infarction (mi).

Manufacturer narrative:
The indication for the index procedure was unstable angina. Lesion #1-1: the target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, type b1, 75% occluded, 3mm in diameter, 30mm in length, eccentric, irregular and with little or no calcification or thrombus present. The lesion was not pre-dilated. A cypher select plus 3.0 x 13 mm stent was implanted at 18 atm. An additional cypher select plus 3.0 x 23 mm stent was implanted in overlapping fashion. The residual stenosis was 0%. The flow post-procedure was timi 3. Lesion #1-2: the target lesion was the distal lad. The lesion was reported be: de novo, type b1, 85% occluded, 2.5mm in diameter, 25mm in length, eccentric, irregular and with little or no calcification or thrombus present. The lesion was not pre-dilated. A cypher select plus 2.25 x 18 mm stent was implanted at 18 atm. An additional cypher select plus 3.0 x 13 mm stent was implanted at 16 atm in overlapping fashion. The residual stenosis was 0%. The flow post-procedure was timi 3. Lesion #1-3: the target lesion was the distal right coronary artery (rca). The lesion was reported to be: de novo, type b1, 95% occluded, 2.25mm in diameter, 30mm in length, eccentric, irregular and with little or no calcification or thrombus present. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 10 atm. A cypher select plus 2.25 x 23 mm stent was implanted at 16 atm. An additional cypher select plus 2.5 x 18 mm stent was implanted at 20 atm in overlapping fashion. The residual stenosis was 0%. The flow post-procedure was timi 3. The patient was discharged from the hospital five (5) days after the index procedure. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A male patient with a family history of cad experienced an mi during cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an elective angiogram revealed an lvef of over 50% and lesions in his proximal lad, distal lad and distal rca. This patient's extensive cad puts him at increased risk for mace. Intra procedural medications included asa, unfractionated heparin and aggrastat. The administration of plavix and the performance or recording of acts was not reported. The proximal lad lesion was described as de novo, type b1, 75% occluded, 3mm in diameter, 30mm in length, eccentric, irregular and with little or no calcification or thrombus present. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of a 3.00 x 13mm cypher stent at a maximum inflation pressure of 18atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. During the deployment of this stent, a septal branch appears to have been jailed. This appears to have been left untreated at this time and was later associated with a non-q lateral wall mi. This was followed by the overlapping placement of a 3.00 x 23mm cypher stent at a maximum inflation pressure of 18atm. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The distal lad lesion was described as de novo, type b1, 85% occluded, 2.5mm in diameter, 25mm in length, eccentric, irregular and with little or no calcification or thrombus present. According to IFU, lesions requiring the placement of adjacent stents should be treated from the distal to the proximal aspect of the vessel in order to prevent migration of the proximal stent or the disruption of its' geometry. The lesion was not pre-dilated prior to the placement of a 2.25 x 18mm cypher stent at a maximum inflation pressure of 18atm. According to the IFU, the use of more than two cypher stents has not been clinically studied. This was followed by the overlapping placement of a 3.00 x 13mm cypher stent at a maximum inflation pressure of 16atm. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The distal rca lesion was described as de novo, type b1, 95% occluded, 2.25mm in diameter, 30mm in length, eccentric, irregular and with little or no calcification or thrombus present. The lesion was pre-dilated prior to the placement of a 2.25 x 23mm cypher stent at a maximum inflation pressure of 16atm. This was followed by the overlapping of a 2.50 x 18mm cypher stent at a maximum inflation pressure of 20atm. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The patient was discharged five days later on medications that included asa and plavix. One month after the index procedure, the patient experienced angina. A repeat angiogram revealed a lesion in the circumflex. This was treated with revascularization. The details of this treatment were not provided. This event was reported to be unrelated to the cypher stents. The patient was discharged the next day in stable condition. Two months after the index procedure, the patient was hospitalized with angina and anemia that was associated with a retroperitoneal hematoma. The treatment for this event, if any, was not reported. The patient was later discharged in stable condition. This event was reported to be unrelated to the cypher stents. The products remain implanted in the patient and are thus not available for evaluation. A DHR of the lot number of the 3.00 x 13mm stent implicated in the mi revealed that the products met requirements for product acceptance. There are patient, vessel and procedural factors that may have contributed to the event. Please note that this is the initial/final report for this product.